Event description:
An olympus representative reported on behalf of the customer the ultrasonic probe of thunderbeat 5 mm, 35 cm, front-actuated grip type s broke off during the procedure. Initially it was reported the probe fell off into the body cavity during a therapeutic laparoscopic procedure. The probe was instead found on the floor of the operating room after they searched the patients body cavity for two hours. The patient was under general anesthesia during the two hour delay, but the patient condition was unaffected. No further medical intervention or diagnostic imaging was performed. The device was inspected prior to use. A similar device was used to complete the procedure and no patient injury resulted.